Manufacturer narrative:
The insulin pump received with blank display due to broken solder joint. Unable to perform the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents, air bubble anomaly, and bolus history due to blank display.  Pump also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 500 mg/dl. The customer had woken up one night with chest pain, and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with a self-test on their insulin pump and the device passed the test function. The insulin pump will not be returned for analysis.